Event description:
It was reported that, during implant procedure this electrode exhibited low impedances out of range. Boston scientific technical services (ts) provided troubleshooting options. Furthermore, the physician performed a successful defibrillation threshold (dft) test. This electrode remains in service. No adverse patient effects were reported.